Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014 patient experienced a detached sensor wire. After deployment, sensor wire did not deploy and remained in applicator barrel. No medical intervention was required. Dexcom has issued an rga for patient to return device to be investigated.